Manufacturer narrative:
Further information was requested but not received. Should have mentioned the implantable cardioverter defibrillator and no intervention performed, should have been health professional, should not have included company representative, should have included further information requested statement.

Event description:
Information received notes the noise oversensing may have been just myopotential oversensing on the implantable cardioverter defibrillator or damage to the right ventricular lead. No intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15937. It was reported that the patient presented via merlin transmission with non-sustained right ventricular oversensing due to noise on the ventricular lead. It was undetermined if noise was due to myopotentials or lead damage. Patient experienced no consequences.